Event description:
Caller reported compact plus system blood glucose results, all mg/dl: at 2:12pm was 205 at 2:13pm was 30 at 2:15pm was 235 2:23pm was 235 no adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.